Event description:
It was reported that the patient started using the ilet bionic pancreas and experienced a nocturnal hypoglycemia event with a recorded glucose of 45 mg/dl, which the patient recognized without symptoms and treated appropriately with oral glucose. Symptoms included hypoglycemia without reported clinical manifestations. Outcomes included resolution after self-treatment with no hospitalization reported. Troubleshooting and education were completed with the patient. Investigation included review of the event details and user-reported management. Investigation of this case revealed no confirmed device malfunction or component failure, and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.